Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider called when trying to drive the chair, so it only turns in a circle.